Event description:
A catheter was being inserted while the infant was in a model c100qt infant incubator. During this procedure the access panel was left opened, and the infant was exposed to the warm air curtain (contrary to product labeling) while being covered with a blanket. This resulted in severe burns of the fingers. After several days of care, the second and third sections of the fifth and third section of the fourth fingers were amputated.